Manufacturer narrative:
(B)(4). The lot 12d006 was manufactured between april 5, 2012 ¿ april 6, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. If additional information becomes available a follow-up MDR will be submitted.

Event description:
It was reported that an intermate ruptured at the end of infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.